Event description:
It was reported that tip separation occurred and additional intervention was performed. A 300cm, 8cm v-18 control wire as selected for use during an endovascular therapy procedure. The 100% stenosed target lesion was located in a moderately tortuous, severely calcified superficial femoral artery. During the procedure, separation occurred at the device tip inside the patient. The separated portion was successfully retrieved using a snare. The device was replaced with another of the same model to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6). Investigation results: device history record (DHR) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review performed for the v-18 control device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was adverse event related to patient condition.

Event description:
It was reported that tip separation occurred and additional intervention was performed. A 300cm, 8cm v-18 control wire was selected for use during an endovascular therapy procedure. The 100% stenosed target lesion was located in a moderately tortuous, severely calcified superficial femoral artery. During the procedure, separation occurred at the device tip inside the patient. The separated portion was successfully retrieved using a snare. The device was replaced with another of the same model to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6).